Event description:
It was reported that the lead was explanted and replaced due to an increase in pacing threshold and a decrease in sensing r waves. Lead dislodgement was suspected. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: externalized conductors due to internal insulation abrasion were noted at 47.3-50.6cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 5.1-6.7cm from the distal tip. The etfe coating was abraded at this location.